Manufacturer narrative:
The customer¿s report of a system error was confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log showed that there were two pump modules attached when the error 800.8000.0 occurred. One pump module had been programmed for a basic infusion at 50ml/hr and the other had been programmed for oxytocin postpartum 15unit in 250ml (drugid 308) at 100ml/hr. The first module was in a status following a flo stop alarm in which the door was being closed at the same time as the infusion was being started; it subsequently was channeled off, triggering the 800.8000 error. During testing the events recorded in the log were duplicated, and the 800.8000 error condition was able to be replicated. During an 800.8000 error condition, communication error scrolls on all attached modules; any infusions in progress continue uninterrupted but infusion parameters cannot be edited. The root cause of the system error has been identified as a software timing issue, in this case due to a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the module, with the user using two hands to operate the pcu and pump module simultaneously.

Event description:
The customer submitted a device error log with a request for a review to evaluate error code 800.8000.0. Virtually no other information was provided.